Manufacturer narrative:
Updated sections: b4, g1, g4, g7, h2, h10. Corrected section: a1 - 'patient identifier' - changed from no patient to unknown. Complaint record # (B)(4).

Event description:
It was reported that prior to use, an intra-aortic balloon (iab) membrane was unfurled when removed from the retainer tubing. The iab was placed back in the packaging and not used. There was no reported injury to the patient.

Event description:
It was reported that prior to use, an intra-aortic balloon (iab) membrane was unfurled when removed from the retainer tubing. The iab was placed back in the packaging and not used. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was unable to do so because of an occlusion. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that prior to use, an intra-aortic balloon (iab) membrane was unfurled when removed from the retainer tubing. The iab was placed back in the packaging and not used. There was no reported injury to the patient.